Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in a gastroscopy procedure performed on (B)(6) 2025. It was reported that prior to the procedure; a hair was discovered inside the sterile packaging. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of the presence of foreign material in the device.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in a gastroscopy procedure performed on (B)(6) 2025. It was reported that prior to the procedure, a hair was discovered inside the sterile packaging. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of the presence of foreign material in the device. Block h11: the returned resolution 360 clip was analyzed, and a visual inspection showed that the device was returned in its original unopened pouch batch with a hair present inside the pouch. Microscope inspection confirmed the presence of hair within the pouch. Media inspection further supported this finding, as the attached documentation included a picture showing the hair inside the device pouch. No other problems with the device were noted. The reported event of the presence of foreign material in the device was confirmed. It was determined that hair was present inside the device's unopened pouch, indicating that the required quality assurance procedures had not been properly followed. An investigation to address this issue is in progress. Based on all available information, the probable root cause assigned is manufacturing deficiency.